Event description:
Caller reported a malfunction on the pump, but there were no notable events that occurred prior. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The issue was resolved by providing the customer with pump reset information, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues arise.